Event description:
The hcp reported the patient pump and catheter were removed due to infection. No further information was provided, additional information has been requested, but was not available at the time of this report.